Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: jose j et al. Clinical bioprosthetic heart valve thrombosis after transcatheter aortic valve replacement: incidence, chara cteristics, and treatment outcomes. Jacc cardiovasc interv. 2017 apr 10;10(7):686-697. Doi: 10.1016/j.jcin.2017.01.045. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding outcomes of patients diagnosed with clinical transcatheter heart valve thrombosis. All data were collected from a single center between n 2007 and 2015. The study population included 642 patients (predominantly female; mean age 81 years), approximately 300 of which were implanted with medtronic corevalve and evolut r self-expanding bioprosthetic valves (serial numbers not provided). Among all patients, there were no deaths directly related to valve thrombosis. Among all patients, 18 were diagnosed with valve thrombosis, and 3 of those involved the self-expanding corevalve. The incidence of valve thrombosis was significantly higher for balloon-expandable valves compared with other valve types. Other adverse events included: valve dysfunction (defined as mean transvalvular gradient >20 mm hg and reduction of aortic valve area to valve), dyspnea, stroke, moderate aortic regurgitation, and reduced leaflet motion due to thrombotic mass or thickened leaflets. Initiation of oralanticoagulation resulted in significant reduction of transvalvular gradient and overall clinical improvement. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. Additionally, all corevalve-related thrombosis occurred with valve-in-valve procedures. Previously implanted surgical valves in which corevalve was implanted into were medtronic hancock ii (n = 2) and mosaic (n = 3) valves. No details were provided regarding the reason surgical valve intervention. No additional adverse patient effects or product performance issues were reported.